Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 440 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump had insulin pump error. Customer stated that the insulin pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.